Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that, when attempting to charge the omnipod 5 controller, a burning smell was noted immediately after inserting the charging cable. The device would not charge, and the charging lead became warm. Multiple chargers were tried and, therefore, the issue was confirmed to be with the controller. No impact to the patient's blood glucose level or harm to the patient was reported. No prior damage to the device was reported, and there was no visible physical damage visible following the event. A replacement device has been issued to the patient.